Manufacturer narrative:
The hill-rom technician found the brake not holding on the left side. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account in tower 2. There was no patient/user injury reported. (B)(4).